Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the clinician replaced a nutriport in a young boy today after the balloon burst at school this morning. The burst balloon had been placed on (B)(6) 2022 and popped today therefore only just over a month old. No injury reported.

Manufacturer narrative:
The device history record was reviewed. No abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Sample analysis could not be performed since no photos or physical samples were provided for evaluation. The complaint shall be reopened if a sample is received at a later date. A notification was forwarded the supplier of the reported component to confirm the root cause and determine if a corrective and preventive action is needed. This complaint will be used for tracing and trending purposes.